Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to blood infection. The patient had chronic cough and infection was found attached to a leaky valve. There were no additional adverse patient effects reported. The ICD remains in service.